Manufacturer narrative:
Concomitant medical product: 5076-52, lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a high right ventricular (rv) threshold measurement for the right ventricular (rv) lead. There was also intermittent atrial undersensing on the right atrial (ra) lead during atrial fibrillation (af). The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.